Event description:
The end user developed an intermittent red, rash-like area on her skin under the tape collar of the skin barrier. The affected area is, at times, crusty and/ or weepy. The end user sought medical treatment and was prescribed an anti-fungal ointment (nystatin). In addition, the end user was provided with instructions on crusting techniques by the manufacturer. No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).